Event description:
It was reported that (1) lcsb5 was used during a unknown procedure. It was reported by the affiliate that the tweezers did not vibrate during the procedure. Opened another device to complete the case. There was no consequence to pt.